Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient died 5 days after implant. The patient was reported to have been "doing fine" the day before but went to bed that evening and never woke up. Additional information received a week later indicated that the implant surgery went "smoothly" and the patient was recovering well. The last time the patient was contacted, he was feeling "about 20-30%" better than the previous day, "so he was feeling well." The cause of death was unknown; however, it was noted that "an autopsy was performed or the medical examiner was trying to determine the cause of death." The cause of death was "not believed" to be device related.

Event description:
Additional information received from the medical examiner noted the cause of the patient's death was "hypertensive and atherosclerotic cardiovascular disease". It was also noted the event was not attributed to the device. The device was explanted one day post mortem.